Event description:
The customer reported that the mp70 did not alarm for low hr (heart rate). No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the mp70 did not alarm for low hr (heart rate). No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.